Event description:
Natrelle silicone filled breast implants were placed in me on (B)(6) 2015. Within months extreme hair loss occurred requiring me to seek help from an endocrinologist, a dermatologist, and a primary physician, which resulted in no explanation for the hair loss. As a result to the severe hair loss, I have to wear a wig and hair piece to cover the balding areas of my scalp. I also was diagnosed with chronic dry eye and repeated corneal abrasions and blepharitis. Most recently in (B)(6) of 2018, I broke out in a severe rash and hives on my chest, breasts and neck that later spred to my face, trunk, arms, legs, and vagina. Topical remedies, antihistamines, and steroids were not controlling the rash, hives, and itching skin. It developed into a bacterial infection leaving open sores throughout my body, neck, and face, which required a visit to urgent care and later multiple visits to my primary care, allergist and dermatologist. After blood tests for allergies, thyroid, and other body functions, no specific cause was uncovered. My dermatologist expressed her opinion that this was a systemic allergic reaction to some item. In addition, I have experienced chronic dry eye and eye fungal infections that are symptoms that I have never experienced before the implants. I discovered a lump on my implant that required mammogram and ultrasound testing. I have dealt with skin flushing, folliculitis, hives and other skin reactions that started to happen post surgery for the implants. All those symptoms continue to impact my body and I have several treatments to try to manage them with a high cost of medications associated with the mgmt of the diseases.